Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(6). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after angioplasty, the doctor decided to apply an angio-seal device. However, he could not push in further after he inserted the wire. The first part of the device (sheath) could not be pushed in, the doctor even tried to open bigger on the wound. The doctor decided to apply manual pressure. The procedure was carried out without complication to the patient. The procedure outcome was successful. Additional information was received 02october2019: the sheath size used was 6fr. The patient was in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.